Manufacturer narrative:
Latch lever.

Event description:
It was reported by service report that the cot will not load into ambulance. It is unk if there was pt involvement; however, no adverse consequences are reported.